Event description:
A healthcare facility in china reported via a fisher & paykel (f&p) healthcare field representative, that an mr290v vented autofeed humidification chamber provided as part of the rt380 adult dual-heated evaqua2 breathing circuit was leaking water from the humidification chamber after three days of use. There were no patient consequences.

Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. A follow up report will be provided upon completion of our investigation.